Event description:
It was reported that during use of this disposable cannula in a right rotator cuff repair, the cannula broke. There was no injury reported with this event. Another device was obtained to complete the procedure.

Manufacturer narrative:
Investigation results: the disposable cannula was received for evaluation and was found to be broken in half. A corrective action is in process to make a material design change to this product. Conmed linvatec will continue to monitor this product for failures.